Event description:
Customer alleges discrepant results with meter. Date: (B)(6) 2010, inratio: 3.5, retest inratio: 3.7, coagucheck xs: 2.5; (B)(6) 2010, inratio: 3.7. Pt's target therapeutic dose is 2.5-3.5.

Manufacturer narrative:
Investigation pending.